Manufacturer narrative:
The insulin pump was received with frozen display due to corroded pcb1. Unable to verify failed battery test or pump error due to frozen display. Pump was received with minor scratches on lcd window.

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was 224 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. The insulin pump was returned for analysis.